Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in a slightly tortuous proximal lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail 12/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.